Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was diagnosed with a hernia coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and had surgery to repair the hernia. The hernia was diagnosed on an unreported date after the patient started pd therapy. The patient was discharged from the hospital after 3 days. It was not reported if the patient was recovered or was recovering from the hernia event. Pd therapy was not ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia and the patient underwent surgery for repair of the hernia on the same date as this report. Should additional relevant information become available, a supplemental report will be submitted.